Event description:
Electrotherapy treatment was being administered in foreign waveform mode at .2 intensity. Approximately 15 seconds into the treatment, the patient described an output surge through the electrodes. When the electrodes were removed blister and burn to the patient's skin was present.

Manufacturer narrative:
Device returned to the manufacturer for evaluation. Findings were an unusual array of component failures on the printed circuit board. Software installed to detect and prevent output surge and reoccurrence.